Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not returned, however the customer set two unopened representative samples. A visual exam was performed and it was observed that one of the samples was bent. No defects were observed on the other sample. The samples were functionally tested and no issues were encountered. The cuffs were inflated without difficulty or abnormalities. Based on the investigation performed, the reported complaint could not be confirmed. The actual device was not returned and there were no issues found with the returned representative samples.

Event description:
The customer alleges that the bulb at the bottom will not stay inflated. Patient re-intubated. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the bulb at the bottom will not stay inflated. Patient re-intubated. No patient injury reported.